Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of low voltage alarms and the controller¿s white power cable being worn were both confirmed. The provided log file contained data spanning approximately 9 days ((B)(6) 2024 per timestamp). Several strings of atypical low voltage advisory alarms were intermittently observed throughout the data. The alarms appeared to have been caused by the voltage within the white power cable briefly fluctuating below the alarm threshold, and the alarms resolved when power was restored to the system. The alarms did not prevent the pump from operating as intended, and no other notable events were observed. The returned system controller (serial number (B)(6)) was observed to have a damaged connector-side bend relief on its white power cable upon arrival. The controller was functionally tested and operated a mock loop as intended. Atypical alarms were unable to be reproduced throughout all testing, even when the power cables were manipulated. However, the wires within the controller¿s white power cable were measured for continuity, and wires that are related to the cable¿s voltage were observed to be electrically worn. Although the root cause of the observed low voltage alarms was unable to be conclusively determined, the observed wire fatigue within the white cable may have contributed to the cause of the alarms, consistent with repetitive flexing of the cable overtime. The root cause of the damage to the white cable¿s strain relief was unable to be determined. The investigation revealed damaged black connector-side bend relief and backup battery ribbon cable connector, and wire fatigue in wires that were unrelated to the cause of the event. The heartmate ii patient handbook (rev. C, section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including alarms associated with low voltage conditions. The heartmate ii patient handbook (rev. C, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment for damage, including damage to the system controller¿s power cords, and to obtain replacements if needed. The heartmate ii patient handbook (rev. C, section titled ¿emergency contact list¿) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient had multiple low voltage alarms. There was wearing of white power cable on primary system controller but no exposed wires. The patient used a grounded power cable. They had been known to disconnect power leads at the same time. Log files were submitted for review and captured odd strings of low voltage advisories on the system controller white lead. There were also low supply voltages on the white lead when connected to the power module. A system controller exchange was performed. There were no current issues per log files or by visual inspection.